Event description:
During an incident in 2002 involving a patient in cardiac arrest, this defibrillator, using physio quick combo pads and cable, couldn't get past the initial "check electrodes" prompt. A lifepak 12 was hooked up with the same pads still attached to the patient and read a pulseless vtach. After 1 shock, the rhythm changed and remained at asystole. The patient was transported to a hospital where he was pronounced. The pads were discarded and the mcm was cleared. There is not incident printout available.